Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having pain and wanted to try another program. The patient could not increase on group a because it displayed settings not available. The patient reported stimulation was good at first, but she started having issues about 4 days ago. Communication with the ins showed stimulation on. The patient switched to group b and could not increase anymore because of settings not available. The patient was trying to increase because she only felt stimulation slightly and it was not good enough. The patient was redirected to their hcp to check and change settings. No further complications were reported/anticipated.